Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider called in to state the left front fork is bent. The caller states no injuries and didn't know what caused this issue.